Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 07/12/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Inspection of the returned device found that a piece of damaged insulation close to the jaws is missing and was not returned. The customer confirmed that the missing piece did not fall into the patient cavity and no patient injury occurred.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the push button was loose on the device, and activated by itself during initial use. No patient was present when the activation occurred.

Manufacturer narrative:
(B)(4). One used ls1037 was received for evaluation. Examination of the returned device confirmed it would self-activate when shaken. Visual inspection also found the device had been exposed to excessive heat, and many components were melted. The activation issue was found to be due to wear of the switch button, where rough or excessive use of the button by the customer caused it to become shorter than normal and closer to the activating switch. Damage to the jaw wire insulation was also identified and found to be due to misuse by the customer. Damage of this type has not been found from the manufacturing process. It is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. The IFU included with this product cautions users to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. Review of the device history records for this lot found no potentially contributing factors, and no trend is associated with the identified issues.